Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during threshold testing at device implant, the mobile programmer application crashed, with a message indicating that an unexpected error had occurred. The application was closed and restarted. The programmer remains in use. No patient complications have been reported as a result of this event.